Event description:
The customer received questionable troponin t (tnt), thyrotropin (tsh), and human chorionic gonadotropin, stat (hcg) results on their e601 analyzer. The customer provided data for 28 patients, of which six patients had discrepant results reported outside the laboratory. Repeat testing was performed on another e601 analyzer ((B)(4)). The first patient's initial tnt result was 0.055 ng/ml. The repeat result was 2.72 ng/ml. The second patient's initial tsh result was 1.45 uiu/ml. The repeat result was 3.81 uiu/ml. The third patient's initial tsh result was 0.324 uiu/ml. The repeat result was 0.712 uiu/ml. The fourth patient's initial hcg result was 544.0 miu/ml. The repeat result was 1291 miu/ml. The fifth patient's initial tnt result was 0.010 ng/ml accompanied by a data flag. The repeat result was 0.09 ng/ml. The sixth patient's initial tnt result was 0.010 ng/ml accompanied by a data flag. The repeat result was 0.047 ng/ml. There were no adverse events. The tnt reagent lot number was 16111001 and the expiration date was 02/29/2012. The tsh reagent lot number was 16397302 and the expiration date was 02/29/2012. The hcg reagent lot number was 16354901 and the expiration date was 06/30/2012. The field service representative found damage due to wear on valve 7 and 15. He replaced valves 7 and 15. Performance testing was done with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.